Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the hub detached from the tube one day after bilateral pcn (percutaneous nephrostomy) placement, which required the patient to undergo a device exchange (this report). Aside from the additional procedure, there were no further injuries to the patient. The facility then tested multiple other catheters and found that the hubs detached (MFR# 1820334-2017-02662 & MFR# 1820334-2017-02663).